Event description:
The customer claims the canopy has zipper damage on the right side panel, the pull tab is missing. The left side panel has a hole in the netting. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - zipper pull tab missing. Eval results: eval of the returned product found that on the right side window, the perimeter guard zipper slider body is open. The left side window netting has a 1 foot hole. (B)(4).